Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154atg defibrillator (B)(6) 2006; 5076-52 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that during a routine generator change out it was noted the right ventricular lead impedance trend slowly increased. Impedance at revision was greater than 2500. The lead was capped and replaced. No patient complications have been reported as a result of this event.